Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was completed and found no non-conformances. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump roller seems to be working but the bag doesn't deliver formula. They stated that they were using kate farms formula. This formula is a very thick viscosity, and known to have issues delivering with enteral pumps. The initial reporter also stated that they switched to a different formula, and had no further delivery issues. Mmdg followed up with the initial reporter, who stated that the patient was doing well afterwards, and had not had any adverse effects. (B)(4).